Event description:
On (B)(6) 2012, the reporter claimed the patient had a blood glucose excursion of greater than 500 mg/dl that morning. Reportedly, the patient did not have any symptoms at the time of concern. The reporter was advised to call back for further troubleshooting when the patient and the animas pump were not available. The animas representative made several attempts to contact the reporter but was not successful. Based on the information provided so far, there is no evidence of an animas product malfunction. This complaint is being reported because the patient had elevated blood glucose above 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).